Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken striated assessed as to surgical damage and missing piece of the shell assessed as to inconclusive. Additional observations: crease flat observed in the device. White particles observed in the surface of the shell.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.